Event description:
In 2004, a trabecular metal revision shell was impacted into the acetabulum & the surgeon commenced placing screws through the existing screw holes. During placement of the screws, it was noted that the head of one screw had failed to engage the shell and had passed straight through the screw hole. It was noted that there was no patient injury. The screw and shell were removed and replaced.